Event description:
Philips received a complaint by the customer on the v60 indicating that the electrical safety test failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the electrical safety test failed. The customer informed the remote service engineer (rse) that the reading was high above 200 milliohms at the proximal port and at the o2 inlet screws. The customer also stated the analyzer was calibrated and power cord has been changed. The rse advised the customer to check for excessive thread lock at the o2 inlet screws and remove any thread lock then perform a retest. The rse also advised to check the ground connection points within the ventilator for tightness. This investigation is ongoing.

Manufacturer narrative:
The customer secured all ground connections to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.